Manufacturer narrative:
H10: internal complaint (B)(4). H6: part of the reported device was received for evaluation. A visual inspection found no issues. A functional evaluation revealed the devices operated as expected. The wheels moved with ease, without friction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cuff repair, when passing the suture of the accu-pass, it locked in the wheel. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.